Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that right atrial lead did not bipolar sense in the presence of p-waves with no loss of capture. Unipolar pacing and sensing was not evaluated as patient is symptomatic (pocket stim) with unipolar pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.